Event description:
It was reported that the patient presented to the hospital after feeling dizzy. The lead impedance was very low. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.